Event description:
It was reported to boston scientific corporation that a lynx system was implanted during transobturator sling placement and anterior colporrhaphy procedures performed on (B)(6), 2014, to treat a patient with female stress urinary incontinence and grade 3 midline cystocele. There were no patient complications during the implant procedure. The patient was extubated and transported to recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).